Event description:
Insulin gauge displayed amount different than expected, occurring frequently over past 3-4 weeks. Impact to blood glucose level was not reported. Customer filled existing cartridge with more insulin and reloaded same cartridge, changing two cartridges early due to issue. Technical support instructed caller to call back for troubleshooting if issue reoccurs.